Manufacturer narrative:
Follow-up received on 18-aug-2015: the required number of follow-up attempts has been completed with no response to date. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic lower abdominal pain (previously reported as chronic pain) among other non-serious events. Essure inserts were removed along with fallopian tubes after 4 years and symptoms resolved after that. This event is considered serious due to medical significance and required intervention. It is a listed event in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, scarce information was provided. However, given the nature of the reported event a causal relationship between essure and the chronic pain cannot be excluded. This case was regarded as incident since a device removal was required. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). Despite the follow up attempts, no further information could be obtained.

Manufacturer narrative:
Follow up information received on 02-apr-2015: essure was inserted on 14-jul-2010 and it was removed on 02-oct-2014. Follow-up information received on 19-may-2015 from consumer. The consumer gave permission to contact the physician. The consumer´s date of birth was updated. Her weight was (B)(6) and height was (B)(6). Her concurrent condition included overweight. Her medical history included a c-section essure was inserted on (B)(6) 2010, 13 months after partum. After essure insertion and before confirmation test, she used birth control pills. In (B)(6) 2010, hsg was done. Consumer stated that she had fatigue, weight gain, respiratory issues and chronic lower abdomen pain (the event chronic pain was updated). She was not hospitalized. Some related diagnostics tests were performed and all came back normal. She had multiple tests done including breathing, allergy testing, colonoscopy, endoscopy; they were done by different doctors. Essure was removed on (B)(6) 2014. Her symptoms resolved after (B)(6) 2014, when she had her fallopian tubes removed. She stated that asthmatic systems (the event respiratory issues was amended to asthmatic symptoms) were gone, weight was slowly dropping, pain was completely subsided, her belly had seemed to swell over time and she need a surgery to treat the slain in the lower abdomen. She had suffered 4 years at chronic pain before she decided that it was not worth. She stated that the events were caused by essure. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic lower abdominal pain (previously reported as chronic pain) among other non-serious events. Essure inserts were removed along with fallopian tubes after 4 years and symptoms resolved after that. This event is considered serious due to medical significance and required intervention. It is a listed event in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, scarce information was provided. However, given the nature of the reported event a causal relationship between essure and the chronic pain cannot be excluded. This case was regarded as incident due to the required surgical intervention to remove her fallopian tubes and implants. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). Further information has been requested.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received via regulatory authority (case# (B )(4)) in united states on (B)(6) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she was having chronic pain, fatigue, weight gain and respiratory issues. After 4 years of suffering unexplained pain, she had to remove her fallopian tubes to remove the implants. Essure insertion and removal dates were unreadable. Follow-up received on 02-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, scarce information was provided. However, given the nature of the reported event a causal relationship between essure and the chronic pain cannot be excluded. Also, non-serious events were reported: fatigue, weight gain and respiratory issues. This case was regarded as incident due to the required surgical intervention to remove her fallopian tubes and implants. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.